Event description:
It was further reported the encore 26 inflation device failed to maintain pressure during the inflation of a non-bsc balloon. The balloon was removed intact.

Event description:
Same case as MDR ID# 2134265-2012-02407. It was reported that during a percutaneous coronary intervention treatment procedure inaccurate pressure readings occurred. Vascular access was obtained via the femoral artery. The de novo target lesion was located in an unspecified coronary vessel. During the procedure it was noted that at high pressures the needle of the encore 26 single inflation device pressure gauge would "break down" and come down to zero. This occurred with two devices. The procedure was successfully completed with another of the same device. There were no patient complications reported and the patient's status is listed as stable.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).